Event description:
The alphastar plus surgical table requires adapters to be inserted into the back section before inserting the head section. The adapters are required to be placed between the two sections as a locking interface. The customer has the adapters. The head section was placed into the back section without the adapters by the o.r. Staff. After a cleft palate procedure, the table was moved for anesthesia access. When turning the table, the head section fell out of the back section and the patient fell onto the floor.